Event description:
Atrial unipolar lead impedance warning. Noted atrial undersensing on current and episode egm that could affect mode switch operation, atrial pacing, and detection/termination of at/af episodes. Low measured p-waves. Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).